Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state the arctic sun device was not cooling. A check of t4 showed that it was at 35c. Had them reboot the device and verify proper water level and t4 still remained high out of specification. Per review of work order notes on (B)(6) 2025, it would appear that this was a chiller issue, but they will be writing a quote for a depot assessment. Per sample evaluation results on (B)(6) 2025, chiller power connector was electrically overstressed to the point of opening the circuit. The ac cca card was also electrically overstressed and had a pin stuck within its connector(j5), from the chiller power connector. Tank seals were worn/torn.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. The device was evaluated upon receipt. The ac cca card was electrically overstressed. A photo was attached by the service technician showing blackening of the ac cca card. Ac cca card was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state the arctic sun device was not cooling. A check of t4 showed that it was at 35c. Had them reboot the device and verify proper water level and t4 still remained high out of specification. Per review of wo notes on 13aug2025, it would appear that this was a chiller issue, but they will be writing a quote for a depot assessment. Per sample evaluation results on 18dec2025, chiller power connector was electrically overstressed to the point of opening the circuit. The ac cca card was also electrically overstressed and had a pin stuck within its connector(j5), from the chiller power connector. Tank seals were worn/torn.